Event description:
Quick-combo electrodes were applied to a pt for an elective synchronized cardioversion. The pt's chest was described as hairy and the reporter stated the hair was not clipped. According to the rptr, when the first shock of 100 joules was delivered, an arc was seen to occur at the apex electrode site. Subsequent countershocks did not result in any electrical arcing. No adverse affects to the pt were reported as any result of the alleged malfunction.